Event description:
It was reported that the patient had severe pain where the implantable pulse generator (ipg) was located. It was also noted that the patient had a seroma and fluid discharge after the implant procedure. The patient underwent a revision procedure where the ipg was relocated and was doing well post operatively. The ipg remains in service and implanted.